Event description:
Kit packer reported via email that there were 11 sponges in the pack instead of 10.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury. (B)(6).

Event description:
Kit packer reported via email that there were 11 sponges in the pack instead of 10. The product was returned on 9/19/2012 and was forwarded for evaluation. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated because the medwatch is being reclassified from malfunction to serious injury. (B)(6).

Manufacturer narrative:
This complaint has been re-opened since the device was returned for investigation. It was found that there were 11 strips in the pack instead of 10. The root cause of the miscount could not be confirmed; however it might be possible that the miscount was due to operator error. The operator is required to weigh and count the amount of surgical strips per package prior to sealing them. A review of the device history records could not be confirmed as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.